Event description:
At implant, the pump was filled with saline. Approximately one week prior to this report, the pump was filled with morphine and marcaine. Per the hcp (healthcare professional), the dose of marcaine they had in the pump was initially too high as right after the update, the patient¿s legs were completely numb. The patient was taken to the ER (emergency room) and after 30 minutes it resolved. The concentration was too high to lower the dose, so on the date of this report the hcp performed the removing system contents procedure. The pump was then refilled with marcaine (2.5 mg/ml; it had been 10 mg/ml) and morphine (5 mg/ml; it had been 10 mg/ml) and the patient was being started at the lowest simple continuous dose with the new medication. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).